Manufacturer narrative:
H3, h6: the device intended for use in treatment was not returned for evaluation with all information provided we could not establish a relationship between the device and the reported event. Probable root cause may include a component failure. A review of the manufacturing records found that there was no evidence that the product didn¿t meet specifications at the time of manufacture. A complaint history review found further instances of the reported event. This investigation is now complete with no further action deemed necessary. Smith and nephew will continue to monitor for any adverse trends relating to this product range.

Event description:
It was reported that, the footpedal of a footswitch, multi-function, versajet ii is broken. As this happened in a marketing demonstration, there was not patient involvement.